Manufacturer narrative:
Initial reporter name and address:(B)(6).

Event description:
It was reported the device was difficult to retract. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The device was deployed but did not meet release criteria and was attempted to be removed. It was difficult to recapture the device. Cold brine was used and the device was successfully removed from the patient. Upon removal, it was found the distal end of the sheath was damaged. The procedure was completed with a different device and no patient complications were reported.